Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 along with concurrent cystoscopy due to pelvic relaxation, sui, cystocele, and rectocele. It was reported that following insertion the patient experienced pain, erosion, infection, bowel problems, recurrence, dyspareunia and other unspecified problems.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent rectocele repair on 2009.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6)-2015. No additional information was provided. (B)(4).